Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the provisional investigation and conclusions. The device was returned to an olympus for evaluation after destructive sampling. The forceps elevator wire was cut. The bending section cover and nozzle were removed, and the air/water cylinder was leaking. The plastic distal end cover failed the pin gauge test. Provisional investigation and conclusions: the device was sent to an independent laboratory for destructive sampling and culturing. Destructive sampling took place on october 21, 2022. Twelve (12) scope points were sampled. Growth was recovered from two (2) of the twelve (12) sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified candida glabrata (high concern) nor micrococcus yunnanensis (low concern) or corynebacterium tuberculostearicum (low concern). There had been only limited time (five (5) minutes) recorded between start of manual cleaning and start of automatic endoscope reprocessor (aer) reprocessing. The time elapsed does not suffice to perform all steps required as per the labeled reprocessing instructions for manual cleaning, to ensure successful automated reprocessing. Candida glabrata is a high concern organism that can be both of human/patient origin or environmental origin. All additionally identified organisms are low concern and not patient related, i.e. Being of environmental and / water origin). Therefore, the presence of candida glabrata rather originates from the environment, which is further undermined by the limited colony forming unit (cfu) count of one (1). Based on the sponsor¿s literature research, candida glabrata has very rarely been described in literature as being associated to contamination or patient infection related to high concern endoscopic retrograde cholangiopancreatography (ercp). The times recorded for bedside cleaning and manual cleaning conclude that a deviation from the labeled reprocessing instructions must have occurred, as the time (5 minutes each) did not suffice to execute all steps as described. Furthermore, the study site had informed olympus in the aftermath that the flushing pump used for rinsing during manual cleaning had been broken. Taking into consideration the already limited time recorded for manual cleaning, it may be applicable that manual replacement of rinsing may have been omitted. In summary, it can provisionally be concluded that the identified candida glabrata (high concern ) was most likely attributable to the reprocessing and / or sampling environment, in combination with a breach of labeled reprocessing instructions. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During the evaluation of the device, an additional reportable malfunction was identified. It was noted the facility was incorrectly or insufficiently reprocessing the scope contrary to the instruction for use (IFU) by using the scopebuddy tubing with thirty (30) milliliter syringes to perform the flushing steps. This report is to capture the reportable malfunction of incorrectly or insufficiently reprocessing contrary to the IFU noted during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. There was a difference of recognition between the recommendation by olympus and reprocessing technician at the user facility on device handling and reprocessing steps. The olympus specialist had already trained on the proper device handling. The contamination most likely was not related to patient use but may have been attributable to the reprocessing and / or sampling environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Corrected data: (h10) supplemental report correction for independent laboratory test results: the device was sent to an independent laboratory for destructive sampling and culturing which took place between october 21, 2022, and november 4, 2022. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The glued surface of the arm cover and glued surface of the distal end body had growth of staphylococcus epidermidis. The instrument channel had growth kalamiella piersonii. The microorganisms identified during destructive sampling did not match nor confirm the originally identified candida glabrata (high concern) nor micrococcus yunnanensis (low concern) or corynebacterium tuberculostearicum (low concern). The results were inconclusive.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for three (3) colony forming units (cfus) of microorganisms. The following microorganisms were detected; corynebacterium tuberculostearicu, candida glabrata, and micrococcus yunnanensis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2022, to perform an observation of the reprocessing techniques. The ess was informed a third-party scope buddy plus had not worked since on or around (B)(6) 2022 and had failed intermittently since (B)(6) 2022. The facility had not been aspirating and not properly flushing in the absence of the automated flushing device. The client escalated the issue to medivators. The ess instructed the client how to use the injection tubes to flush the endoscopes in the interim. The ess reviewed how to use the suction cleaning adapter mh-856 and flushing injection tubes mh-946 in the place of not having the automated flushing machine. The ess also observed the client placing the maj-2319 distal end flushing adapter in the oer-pro for high level disinfecting. The ess instructed the client to either soak the adapter in high-level disinfectant or send the adapter to the sterile processing department to be autoclaved. The facility did not have the ability to aspirate unless another scope buddy plus was obtained. The ess had visited the facility again on (B)(6) 2022. The facility received a replacement scope buddy plus (loaner) on (B)(6) 2022. During the time the scope buddy was broken, the facility used the scope buddy tubing with thirty (30) milliliters (ml) syringes to perform the olympus instructions for use (IFU) required flushing steps during manual cleaning of the scopes. The customer also stated that using the scope buddy tubing with thirty (30) ml syringes to perform the flushing steps as described in the IFU was not a recommended method for performing the required step. The ess noted during the observation, the facility performed all the steps accordingly. The only issue identified was the facility was using sixty (60) cubic centimeters (cc) and not a thirty (30) cc syringe. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.